Event description:
This is filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A frail posterior leaflet and small valve were noted. The clip delivery system (cds) was advanced to the mitral valve; however, grasping with the clip was difficult due to anatomical challenges. After 30 minutes, the clip grasped both leaflets. Everything looked good, so the clip was deployed. However, the clip detached from the posterior leaflet (single leaflet device attachment / slda). Therefore, a second clip was deployed laterally to stabilize the slda and further reduce mr. Two clips were implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause for the reported difficult leaflet grasping and single leaflet device attachment (slda) are due to patient anatomy. The reported difficult leaflet capture is a cascading effect of the reported difficult leaflet grasping. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.